Manufacturer narrative:
Summary: the complaint is unrefuted for unreturned 10mm lrg strut (pn: 1804-510) for the failure of implant migration post-operation. The product was not returned, and no photos were provided. Medical records were not provided for review. Potential cause: since the products were not returned, and no photos or x-rays were provided. Root cause can't be established. It is possible that the fractures and migration occurred when the patient heard the pop as they tried to stand up. DHR review and related actions lot numbers were not provided, DHR review can't be preformed. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility this devices are used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference reports 3012447612-2021-00082 to 3012447612-2021-00087.

Event description:
It was reported that a revision surgery was performed after l2 screws pushed through and fractured pedicles and an infix at l2-3 had anterior migration. This occurred after the patient rocked forwards and backwards to push himself out of his seat independently, and heard a pop and felt pain. During revision surgery, the infix device was removed, and a vascular injury while closing the anterior portion prevented the surgeon from performing the posterior portion of the surgery. The patient was placed in the ICU and remained there as of (B)(6) 2021. This is report five of six for this event.